Event description:
"The handle of the mics doesn't stay in position, especially at 90º. It will hold itself in position, but with some extra force when in use, the handle will fall.".

Manufacturer narrative:
An event regarding mechanical failure involving a mako mics was reported. The event was not confirmed because the product was not available for inspection. Method & results: -product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. -clinician review: no medical records were received for review with a clinical consultant. -product history review: review of the device history records indicate devices were manufactured and accepted into final stock on with no relevant reported discrepancies. -complaint history review: there have been other complaints with similar event(s) for the lot referenced. Conclusions: the alleged failure mode was not confirmed because the product was not available for inspection. No additional investigation or specific actions are required. If additional information is received then the complaint will be reopened.

Manufacturer narrative:
As part of the normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted if additional information becomes available.

Event description:
"The handle of the mics doesn't stay in position, especially at 90º. It will hold itself in position, but with some extra force when in use, the handle will fall.".